Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise resulting in oversensing episodes was observed. The physician suspects that the lead was damaged. The lead was explanted and replaced and the patient was in stable condition.